Event description:
The vendor, (B)(6) wrote to conair stating that a consumer had damaged bedding as a result of using the conair heating pad. The pictures forwarded show a black mark on fabric. The consumer requested a replacement comforter from (B)(6).